Event description:
Reporter states the patient, a (B)(6) male sustained a trauma wound to his lower leg in may which resulted in a large wounded area which failed to progress. The dressing regimen was cavilon applied to the peri-wound area and the wound was dressed with allevyn adhesive dressing. The patient began co-amoxiclav 500/125 on (B)(6) for a suspected wound infection. The nurse also applied an aquacel foam adhesive dressing 25cm x 30cm (no lot number available) for the first time on (B)(6). At the dressing change on (B)(6), one week later, the area under the whole dressing was erythematous mirroring the shape of the aquacel foam adhesive dressing and oozing serous fluid. The aquacel foam adhesive dressing was discontinued and replaced with a primary of aquacel and a secondary of ecypse. A second course of antibiotics co-amoxiclav 500/125 was started on (B)(6) for continued wound infection.

Manufacturer narrative:
The adverse event described as 'inflammation under the product' was deemed serious as it was reported that the inflammation was severe enough to require treatment with antibiotics and secondary medical intervention. The use of the dressing has been discontinued. It was reported on (B)(6) 2013 that the patient has now been referred for doppler assessment with a view to compression therapy. A quality investigation from the third party MFR found that since the product lot number was not available and the sample was not returned, an investigation was conducted by reviewing the last 10 lots of their device history records and retained samples prior to the report date for this product number. No defects or abnormalities were found in the last 10 batch records reviewed. They will continue to monitor for any indication and repeatable reports by complaint type and by product number. No additional patient/ event details are known at this time. (B)(4).